Manufacturer narrative:
The customer contacted our clinical support group. At this time, it is believed that tissue adhered to the electrode, and got hot enough to burn. The customer was informed about possible causes and ways to avoid tissue burning. There was no pt injury, and the customer did not provide pt details although they were requested. Return of the pencil for eval was requested. To date the incident pencil has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted. The generator was tested by the hosp biomedical engineer and found to be within specification.

Event description:
The report stated that an open colectomy was being performed, and that the surgeon was using a debakey retraction deep in the abdomen. The surgeon (and or scrub) noted a spark and shortly after the spark they saw that the end of the electrode had a flame. The surgeon removed the pencil from the surgical site, and the end of the electrode stayed on fire for a couple more seconds. They believe generator was set at 30 coag and 30 cut using a force40. There was no pt injury.